Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 200 mg/dl while experiencing symptoms described as discomfort, sounds, cold, and pounding heart. The customer further reported having received the following comparisons to an unspecified blood glucose meter: sensor 256 mg/dl vs. Bgm 357 mg/dl, sensor 238 mg/dl vs. Bgm 344 mg/dl , and sensor 243 mg/dl vs. 289 mg/dl. The customer further indicated having had hcp contact and was diagnosed with diabetic ketoacidosis. No further details were provided. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is based on the customer's reported date of "(B)(6)" the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre, having received a sensor scan result of 200 mg/dl while experiencing symptoms described as discomfort, sounds, cold, and pounding heart. The customer further reported having received the following comparisons to an unspecified blood glucose meter: sensor 256 mg/dl vs. Bgm 357 mg/dl, sensor 238 mg/dl vs. Bgm 344 mg/dl , and sensor 243 mg/dl vs. 289 mg/dl. The customer further indicated having had hcp contact and was diagnosed with diabetic ketoacidosis. No further details were provided. Based on the information received, there was no report of death or permanent impairment associated with this event.